Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have an error. The unit was tested on an in-house system and failed in normal mode as error 1162. The unit was also tested on a pftp, and check cannula test failed. The cannula was opened, and fluid intrusion wasn¿t found. A cannula flat flex cable (ffc). Golden part was installed, and check cannula test passed. The complaint was confirmed based on the field evaluation/failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm to resolve the issue with error 1162. The system was tested and verified as ready for use. Isi receive a da vinci product involved with this complaint to perform failure analysis. Isi has received the usm instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the universal surgical manipulator 2 (usm) 2 and 3 became disabled. Intuitive surgical, inc. (Isi) technical service engineer (tse) found the error in the system logs against usm 2, but no usm3-related errors. The customer converted the procedure to another patient side cart (psc). There were no reports of patient injury. Isi received the following additional information via follow up: usm 2 faulted when the system was initially powered on. A power cycle was performed and the error cleared.